Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test and displacement test. Power connector plug in and locked in place properly, however unit received with corroded battery tube and corroded electronic assemblies due to moisture exposure. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display after inserting new battery. The customer¿s blood glucose level was 225 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not return. Advised customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.